Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after several maneuvers trying to place the left ventricular (lv) lead in the target coronary vein, the guidewire got stuck inside the lead. The lead and guidewire were removed and the physician tried to pull the guidewire out until it broke the guidewire inside the lead lumen. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned in segments, and analyzed. Analysis indicated that the stylet/guidewire was broken. The guidewire was unraveled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.